Event description:
It was reported to aci that a patient underwent an interventional peripheral procedure on (B)(6) 2014. Following the procedure, the physician who is in training, selected a mynxgrip (6f/7f) vascular closure device to close the access site. The patient was not hospitalized. During the patient's follow up visit on (B)(6) 2014, the patient reported to be experiencing pain. An ultrasound confirmed a pseudoaneurysm which was treated with a small injection of thrombin. The patient was reported to be doing "fine".

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided.